Event description:
Customer stated that she had issues with her sensors. The sensor glucose reading are high in 400 range or very, very low when the blood glucose was fine. Customer reported a hospitalization due to diabetes ketoacidosis. Customer stated that in march she was in diabetes ketoacidosis three times. The paramedics were called. The blood glucose reading at the time of the event was 562 mg/dl. Customer had symptoms of urinary tract infection. Hospital treated with IV insulin, fluids, antibiotics and pain and nausea medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.